Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.2, b.5, b.7, d.7., h.6 device evaluation: visual analysis of the photographs a broken device identified two devices labeled as left and right side, inside a bag you can't determine if they have holes. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "capsular contracture" and "lump/nodule" are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ reason for reoperation: "looks abnormal due to capsular contracture," categorized as baker grade IV, and "a lump or thickening in or near the breast or in the underarm area."

Event description:
Patient reported, "looks abnormal due to capsular contracture," categorized as baker grade IV, and "a lump or thickening in or near the breast or in the underarm area." The patient reported event ""painfully hard" is considered not device related. Additionally, a healthcare professional reported a right-side deflation. Device remains implanted. This record is for the right side.